Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received a motor error alarm and a no delivery alarm. The customer's blood glucose was 285 mg/dl at the time of incident. The customer stated that they had blood glucose of over 600 mg/dl. The customer stated that the high blood glucose was treated with manual injections. The customer stated that blood came out of the site area when pulling the cannula out but resolved with high pressure. The customer stated that the insulin pump was able to rewind. The customer performed displacement test and the insulin pump passed. The customer stated that the drive support cap appeared normal. The customer stated that they walked through a metal detector. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.